Manufacturer narrative:
Testing and investigation found the device touchscreen responded, but the key alignment was off. During a review of the device history button ID: invalid error codes were noted. The probable cause was due to contamination from fluid ingress which altered the characteristics of the touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the during preventative maintenance testing at the user facility, the device touchscreen could not calibrate and would not respond when pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.